Event description:
During bronchoscopy and balloon dilation on a patient for subglottic stenosis, the balloon dilation catheter failed and the balloon leaked towards the end of use. The patient was not harmed. The op note indicated the balloon spontaneously ruptured as they were concluding the procedure.